Manufacturer narrative:
(B)(4)

Event description:
Procedure: colostomy closure. According to the reporter, while performing the colostomy, the instrument had cut and the two edges were left opened; the staples were open too. The closure colostomy was the intended procedure from the start, and not the result of a device malfunction. The pt underwent a lap lar a few months prior and was left with a temporary colostomy. During the end to end with the stapler, the two sides of the colon (proximal and distal rectum remnant) were not stapled properly and were apart. The knife cut the tissue, yet there were only a few staples (open position) on a quarter of the anastomosis. There was damage to pt tissue, resulting in conversion of the procedure from laparoscopy to open (laparatomy performed). The surgeon used a ta dst 30 to re-staple and placed another purstring 65 on the proximal side. There was no additional blood loss. There was resection of tissue; both the proximal and distal part were resected during re-anastomosis. The surgical intervention was resection of former margins and new anastomosis with another eea28. Operating room time was extended for more than 30 minutes.